Manufacturer narrative:
(B)(4). Second surgery was done to clean the implant site. Implant will remain in patient; therefore, no further investigation possible.

Event description:
After a procedure involving duraform, patient developed meningitis. A second surgery was done to clean the implant site.